Manufacturer narrative:
Device problem code: a0401 ¿ break patient problem code: f26 ¿ no health consequences or impact (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available.

Event description:
Material#: 309695 batch number#: 2285963 it was reported by consumer that saying that manu. 309695 control syringe rings on the handles have broken 3 times. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) came to me saying that manu. 309695 control syringe rings on the handles have broken 3 times. Lot # 2285963

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation one photo of a 10 ml luer-lok syringe was received by bd. A quality engineer was able to review the photos from lot number 2285963 regarding material number (B)(6). The image shows a syringe in a sealed package with two broken finger grips set next to the packaged syringe. The syringe in the sealed package does not have any defects that can be observed in the photo provided. The finger grips are broken in half. The condition observed is non-conforming per product specification. Potential root cause for the finger grips broken defect is associated with the assembly process. Most likely during the welding process. A device history record review was completed for provided lot number 2285963 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative